Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer could not be opened. An error code was displayed. The programmer is expected to be returned for repair. There was no patient involvement.